Manufacturer narrative:
Device used for treatment not for diagnosis. Grewal, r., macdermid, j., king, g., faber, k., (2011), open reduction internal fixation versus percutaneous pinning with external fixation of distal radius fractures: a prospective, randomized clinical trial, journal of hand surgery, 36a, 1899-1906. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: grewal, r., macdermid, j., king, g., faber, k., (2011), open reduction internal fixation versus percutaneous pinning with external fixation of distal radius fractures: a prospective, randomized clinical trial, journal of hand surgery, 36a, 1899-1906. The purpose of this randomized clinical trial was to investigate the functional outcomes of the surgical treatment of distal radius fractures, comparing treatment by external fixation and percutaneous pinning to open reduction and internal fixation (orif) using a plate. Fifty-three patients with distal radius fractures that failed closed reduction and casting were randomized to orif (n=27) or external fixation (n=26). There were twenty women and six men in the orif group and eighteen woman and six men in the external fixation group. The orif group received a dorsal pi plate which later changed over to a distal radius volar locking compression plate due to availability. The external fixation group received a small ao external fixator. Plate complications: tendon rupture, tendonitis, regional pain. There is not sufficient information to file multiple reports. This is report 2 of 2 for (B)(4). This complaint involves an unknown plate.